Manufacturer narrative:
An event of the incomplete stent opening, and patient effects of heart block and regurgitation were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported valve under expansion could not be conclusively determined. It is possible patient condition and/or procedural factors contributed to the reported event; however, this cannot be confirmed. The reported complete heart block could be due to observed regurgitation; however, this cannot be confirmed. The cause of the reported regurgitation could be due to incomplete stent opening but cannot be conclusively determined. The reported surgical intervention was result of case-specific circumstances as a permanent pacemaker was implanted post-procedure, and the patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Right femoral artery was selected as the primary access site and right radial vessel as secondary access site. Baseline was noted to be a normal sinus rhythm. The length of the membranous septum was 3.2mm. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, on the initial attempt, the valve was positioned in a shallow position, so it was recaptured. On the second attempt, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). An incomplete stent opening (iso) was observed but it was able to be mitigated as per the established steps. Trace paravalvular leak (pvl) was noted; post gradient was 10mmhg. A large bar of calcium was extending from the annulus into the left ventricular outflow tract (lvot) below the ncc and calcium deposits were noted at the sinotubular junction (stj). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following morning, the patient was in a complete heart block, and a permanent pacemaker was implanted to resolve this event. The patient had an extended hospitalization. The patient was discharged.

Event description:
Was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Right femoral artery was selected as the primary access site and right radial vessel as secondary access site. Baseline was noted to be a normal sinus rhythm. The length of the membranous septum was 3.2mm. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, on the initial attempt, the valve was positioned in a shallow position, so it was recaptured. On the second attempt, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). An incomplete stent opening (iso) was observed but it was able to be mitigated as per the established steps. Trace paravalvular leak (pvl) was noted; post gradient was 10mmhg. A large bar of calcium was extending from the annulus into the left ventricular outflow tract (lvot) below the ncc and calcium deposits were noted at the sinotubular junction (stj). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following morning, the patient was in a complete heart block, and a permanent pacemaker was implanted to resolve this event. The patient was discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.